Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that a circuit occlusion alarm occurred. The main board and exhalation valve was replaced in order to resolve the reported issue. The device passed all tests and now runs to manufacturer specifications.

Event description:
The customer reported that their vela ventilator had a circuit fault during patient use whenever the high positive inspiratory pressure (pip) alarm was triggered, and will not reset. The customer reported that there was no patient harm and the patient was transferred to a back up device.